Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of bacterial vaginosis (not device related) is considered an unexpected adverse drug experience.

Event description:
Health professional reported a non-serious, non-device related event of "blurred vision" and the serious, non-device related event of "bacterial vaginosis" after a patient was injected in the jawline with a clinical dermal filler. The event of blurred vision has been resolved with an updated prescription of glasses. The event of bacterial vaginosis has been resolved after treatment of 500 mg bid for five days of tinidazole.